Manufacturer narrative:
Block b3: exact date unknown, event occurred at the end of may.

Event description:
It was reported that the patient underwent ipg replacement due to an unknown reason. The explanted product was disposed by the facility. Additional information was received that the reason for the revision was due to the patient having an infection at the implant site. The patient was given antibiotics. During the procedure, a new paddle lead was also added. The patient was doing well postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent ipg replacement due to an unknown reason. The explanted product was disposed by the facility.